Event description:
Continuous glucose monitor freestyle libre 3 plus doesn't work keeps losing signal is within 3 ft of cell phone. Some work one day another worked six days. Abbott is not replacing them. Call and they said too many replaced. You get six per 90 days per insurance.no alcohol, no smoking.